Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device would not power up repeatedly and it was noted that there was an intermittent connection issue with the flex tapes, liquid crystal display and main printed circuit board. It was further noted that the main seal was not installed correctly and was pinched and that the top keyboard layer was worn off. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.